Event description:
It was reported that the customer's blood glucose level was high, reaching 270 mg/dl according to the cgm and confirmed at 294 mg/dl by a bg meter. There was no adverse impact to the customer¿s blood glucose level beyond the reported high values. The customer took corrective action by administering a correction bolus via the pump. Technical support instructed the customer to check various components, with air bubbles found in the tubing. The customer was guided to prime out the air and ensure proper insulin delivery, with plans to replace supplies and resume insulin usage.